Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was indicated that the patient was critically ill prior to taking a fingerstick reading, which is considered misuse. On (B)(6) 2024, it was reported that the patient woke with an urgent low alarm with egv 44 mg/dl. It was reported that the bg was lower at that moment; however, the patient was unable to provide the exact reading. The patient became unresponsive and a family member called 911. The patient received 2 bags of glucose while travelling from her home to the hospital and remained unconscious until reaching the hospital. Upon arrival, the bg was 47 mg/dl and the egv at that time was not documented. The patient was reportedly hospitalized 15 days because of complications unrelated to the cgm. Of note, the patient has a lupus diagnosis. At the time of the report the patient was asymptomatic and in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
On (B)(6) 2023, it was reported that the patient woke with an urgent low alarm with egv 44 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4).